Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 14-may-2025. Investigation summary: bd did receive 53 samples from the customer in support of this complaint. 20 returned samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode: underfill based on the returned samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the tubes underfilled. There was no health impact or consequence reported.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the tubes underfilled. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.